Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, anxiety-product/procedure, headaches-ndr, dizziness-ndr, varied injuries-ndr.

Event description:
Patient reported right side "implant exchange due to the patient's concern with the product" and "ongoing pain." Patient also reported "headaches, dizziness, and foggy thinking" which are not related to the device. Healthcare professional later reported "rupture." Device has been explanted and discarded.